Event description:
During a retrospective review of pt data at various european locations, it was noted that the pt's predominant seizures (atypical absence seizures) were noted as having an increase in the duration of seizures (>10 to <20 seconds), ictal severity and post-ictal severity of seizures at the 1-year follow-up. It was also noted at the pt's 1-year follow-up, that he "experiences funny sensation from magnet use." A search performed in the manufacturer's programming history database indicated that the last known diagnostics were within normal limits. Good faith attempts to obtain additional info have been unsuccessful to date.